Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm while performing peritoneal dialysis therapy. This occurred during an unspecified drain cycle of peritoneal dialysis therapy. The home patient was connected at the time of the event. The patient reported air bubbles in the patient line but could not identify any obvious issues with the supplies that would cause or contribute to the air. The technical services representative (tsr) assisted the home patient in closing the transfer set and all clamps. The tsr assisted in ending therapy, and the patient would start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available at this time.